Event description:
(B)(6) (dob (B)(6) ) was hospitalized on (B)(6) 2017 with diabetic ketoacidosis due to high blood sugars likely related to not getting enough insulin through the now recalled medtronic infusion set. We would like them to at least pay for our son's hospital stays.